Event description:
The purchasing manager of a facility reported to baxter (B)(4) that a flo-gard compatible blood set had a black spot in it. This was observed by an operator, who noticed a black spot on the white ball in the lower chamber. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury, adverse events, or medical intervention in association with this event at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Correction: this is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.